Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6935m62 lead implanted: 2015 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited undersensing. The lead was reprogrammed and it was determined that the lead had migrated from the implanted position causing phrenic nerve stimulation. A lead revision was performed. A replacement lead was attempted but not used due to physician's inability to puncture. The atrial lead remains in use. No patient complications have been reported as a result of this event.